Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA # den170015. Investigation evaluation: the device was returned without the catheters. The on/off switch is in the off position and the red activation knob is fully engaged in the handle for full activation of the carbon dioxide (co2) cartridge. Powder residue was found on the device (on/off switch). Our laboratory evaluation of the product said to be involved confirmed the report. When tested as returned, the device sprayed a small amount of powder. However, all the components were not included in the return (no catheters were returned) therefore a complete evaluation was not possible. The red activation knob was removed to examine the carbon dioxide cartridge. Some carbon dioxide was still in the cartridge. The cap on the carbon dioxide cartridge shows full puncture. The position of the lance was checked and found to be positioned correctly inside the handle. A visual examination of the o ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. A new carbon dioxide cartridge was placed in the handle and the device was retested. The device initially sprayed powder as intended but the flow weakened after continuous use. Since the device sprayed with weak flow when tested as returned and with a new carbon dioxide cartridge, the report is confirmed. The device was disassembled and no internal clog was observed. The tube between the regulator and powder chamber have powder inside. The tubes were disconnected and the powder was removed, no clumps in the powder was observed. A visual inspection of the hole in the bottom of the powder chamber confirmed it to be open and clear. A product discrepancy or anomaly that could have contributed to this reported occurrence of unable to spray powder was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Catheter occlusion can be a cause of this device not being able to spray powder. The instructions for use (IFU) lists the following, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." The report indicates, "we used the usual troubleshooting of drying the cannula, cutting and using the second one." This suggests bodily fluid made contact with the catheter. Catheter occlusion can also be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The report indicates, "I personally sprayed it into the sharps bin and unscrewed to check the carbon dioxide and re-screwing to check again." However, unscrewing to check the carbon dioxide would have partially depressurized the carbon dioxide. Depressurizing the carbon dioxide should occur at the end of the procedure. The IFU instructs, "upon completion of procedure, depressurize device by rotating activation knob counterclockwise until co2 cartridge depressurizes completely." The instructions for use state, "note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package. Then repeat steps 1-6 of "instructions for use." If more powder is needed and spray canister and/or co2 cartridge is empty, a new device is required." The report indicates that the user modified the catheter instead of using a new device, "we used the usual trouble shooting of drying the cannula, cutting and using the second one." The IFU states, "activate co2 cartridge by turning red activation knob until it stops. Note: do not over rotate knob as this could damage the device." The IFU states, "to allow powder deployment, turn red valve to open position. Note: the device is now active and ready for use. Do not press trigger button until powder deployment is desired." The IFU states, "to deploy powder, hold handle upright and depress red trigger button for 1-2 seconds and release." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemostat. The user facility had a problem with a hemospray; it did not deploy any of the spray. It was with an experienced therapeutic nurse and senior consultant using it. When deploying the spray, it did not work at all. The facility used the usual troubleshooting of drying the cannula, cutting and using the second one. The reporter personally sprayed it into the sharps bin and unscrewed to check the carbon dioxide (co2) and re-screwing to check again. None of this worked and no spray came out. The reporter kept the canister in case it was desired to be sent back, however, the tubing has been disposed of as it was highly contaminated a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.